Event description:
It was reported that bd maxzero extension set was cracked. The following information was received by the initial reporter with the following verbatim it was reported by the customer that leaking below the hub towards the extension set and for cracking.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The spin collar was cracked. No other defects or abnormalities were observed. The customer complaint was verified. The possible cause of the crack was due to the alcohol swab causing the spin collar to become brittle and crack. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.